Event description:
It was reported that during a procedure the atrial lead showed signs of insulation damage. It was also noted that the device showed some "deformities" that may have been caused by "clamping on" to it while removing it from its sub-muscular location. The system was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned and no anomalies were found duirng analysis.